Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported, leakage. Event details: we have been informed that approximately one in ten of these syringes drips heavily from the luer lock connector during handling during the manufacturing process with cytotoxic drugs, when the syringe is placed down filled or empty, or when it is disconnected and held in the hand while filled. This poses both a dosing and safety issue, particularly when handling cytotoxic drugs. Additional information no patient was harmed, however ¿ as mentioned in the description ¿ cytostatics were leaked can you please clarify whether the leak occurred within the laminar flow cabinet or isolator? The syringe leak occurred during the manufacturing process under the laminar flow cabinet/safety cabinet. The entire manufacturing process took place within the laminar flow cabinet. Did this have any negative effects on the user? Negative effects on the user (in this case, the manufacturing personnel) can be ruled out because the leak was noticed immediately and appropriate precautionary measures are already established in the manufacturing process. The affected syringes were also not dispensed to patients, as they are purely "working syringes" for filling containers and not "dispensing syringes," which serve as primary packaging for medications.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2502006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Six retained samples were requested for additional evaluation. Each product was visually inspected, and no damaged components or related defects were observed. In addition, a leak test was performed on all retained samples in accordance with established procedures and verified all product met required specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. These checks include tip and thread verification to ensure proper assembly and performance. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a specific root cause at this time .complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation: three samples were provided to our quality team for investigation. Each product was thoroughly inspected, and no damage or related defects were observed. Leakage testing was performed, and all samples met the required specifications with no leaks detected. A device history review was performed for reported lot 2502006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Additionally, six retained samples were requested for further evaluation. Each retained product underwent visual inspection, and no damaged components or related defects were found. Leak testing was also performed on all retained samples in accordance with established procedures, and all products were verified to meet specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. These checks include tip and thread verification to ensure proper assembly and performance. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a specific root cause at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.